Manufacturer narrative:
The reported device was returned for evaluation. The analysis of the device revealed the saline sheath and driveshaft to be damaged. Examination of the saline sheath and driveshaft revealed the driveshaft to be fractured in multiple places, some of which may have occurred outside the patient. Scanning electron microscope (sem) analysis identified the presence of fatigue on the fractured filars. The driveshaft damage is likely the result of localized, elevated stress levels applied to the driveshaft while spinning. Examination of the returned guide wire revealed the spring tip and the distal and proximal solder bonds to be intact and undamaged. There was no adhered biological material on the guide wire shaft or spring tip. Based on the results of the device analysis, the root cause of the sheath and shaft damage was unable to be determined.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of the device became detached. During treatment of a calcified lesion in the superficial femoral artery, the csi orbital atherectomy device (oad) stopped functioning. During removal of the device, the crown was noted to have detached. All components were removed from the patient and the procedure was completed by balloon angioplasty. The patient condition was stable throughout the procedure.